Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-jun-2016 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent contraception. Additional information received on 17-jun-2016. It was reported that essure insertion was not a typical. It was a very difficult placement and physician thought he released device prematurely. It probably went too far or into a false channel. No coils were seen after insertion. Physician stated that patient has an unusual tubal orifice, possibly due to salpingitis or something else. On (B)(6) 2016, hysterosalpingogram (hsg), low pressure, was done and reviewed by radiologist (not an expert) who said tube not ligated and there was spillage. It appeared that the coil was turned backwards in distal tube, otherwise backwards, to where expected, a quite bit away from uterus and below it. It might have perforated and there was spillage into abdomen. They used toradol and everything. Patient is asymptomatic but wants the coil removed. Physician will take the tube out and try to remove coil but if cannot find it he might have to do a laparotomy. Patient is still on another form of birth control. Follow-up received on 23-jun-2016: quality-safety evaluation: this adverse events report is related to a product technical complaint (ptc) - hcp wanted to speak with someone about an essure that perforated, with some leakage in the abdomen. The bayer reference number for the ptc report is: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician thought it probably went too far or into a false channel/ coil was turned backwards in distal tube, quite bit away from uterus and below it/ might have perforated (interpreted as uterine perforation). Physician will take the tube out and try to remove coil. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, patient had an unusual tubal orifice, and placement procedure was difficult. Physician thought he released device prematurely and it probably went too far or into a false channel. Three months after insertion, hysterosalpingogram showed that the coil was turned backwards in distal tube, a quite bit away from uterus and below it, and it might have perforated. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected.

Manufacturer narrative:
Follow-up received on 05-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Premature detachment is defined as the expansion of the outer coils of the micro-insert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use (IFU). Several factors can contribute to a premature detachment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the inserts grip on the delivery wire, and potential manufacturing deficiencies. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a premature detachment event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician thought it probably went too far or into a false channel/ coil was turned backwards in distal tube, quite bit away from uterus and below it/ might have perforated (interpreted as uterine perforation). Physician will take the tube out and try to remove coil. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case, patient had an unusual tubal orifice, and placement procedure was difficult. Physician thought he released device prematurely and it probably went too far or into a false channel. Three months after insertion, hysterosalpingogram showed that the coil was turned backwards in distal tube, a quite bit away from uterus and below it, and it might have perforated. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se . Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.